Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "inner bucket¿was completely stuck to the bottom bucket¿.

Event description:
Healthcare professional reported ¿several cases where the inner bucket¿was completely stuck to the bottom bucket¿ of the implant box. Device disposition is unknown/remains implanted.